Event description:
It was reported that the caller indicated that the external pulse generator (epg) displayed an error code. The error indicated it was a self-test error. Technical services (ts) provided assistance in resolving the issue by explaining the reason for the error message and recommended that the caller remove the battery to reset the epg and turn on the epg again. The error was cleared and could not be duplicated. The epg was restored to service and remains in use. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Follow up was completed to obtain the serial number of the device to no avail. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).